Event description:
According to user facility, device was programmed for 14 hour infusion of tpn (total parenteral nutrition). User facility reported infusion was completed after 13 1/4 hours and kvo finished sometime before the 14 hours. User facility reported reservoir was empty, and infusion set had air inside, but the pump did not alarm to alert the user of air in line. Patient's implantable access device was found to be occluded. Patient was admitted to hospital where the portal was treated with a thrombolytic agent. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.